Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the relayed a noisy image was the charge-coupled device was damaged during device handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope relayed a noisy image. This medical device report (MDR) is being submitted to capture the reportable malfunction of noisy image . No adverse effects were reported. No delay in procedure was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the device did not relay an image. The issue was caused by damage to the charge coupled unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.